Manufacturer narrative:
H.6. Investigation: a sample was not available for investigation but bd was provided two photos of the defect for evaluation. A review of the device history record was performed for the reported lot, 8213945, and no quality issues were found during production. Our quality engineer reviewed the provided photos and determined the needle tip had pierced through the catheter tubing near the tip. Based off the provided photos the engineer was able to verify the reported defect. However, without the physical sample available for investigation a definitive root cause could not be determined.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needle pierced the catheter and tears. Foreign complaint the following information was provided by the initial reporter, translated from french to english: 381834 serial number: 8213945. The problem encountered is: "the catheter pierces / tears during the placement at the mobilization of the mandrel (the mandrel pierces the catheter).

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needle pierced the catheter and tears. Foreign complaint the following information was provided by the initial reporter: catalog #: 381834, lot #: 8213945. The problem encountered is: "the catheter pierces / tears during the placement at the mobilization of the mandrel (the mandrel pierces the catheter).